Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed visual inspection. Additionally, the investigation determined that the upstream occlusion (uso) seal was buckled, an issue that could result in a hazardous situation, therefore making this investigation reportable. Service history identified the complaint was not related to a previous service of the device within the review period. The device uso seal was replaced, and the device passed all testing.

Event description:
It was reported that there was damaged battery compartment. The event occurred during testing. The device was returned, and evaluation revealed a buckling upstream occlusion seal, therefore making this investigation reportable.